Event description:
The reporter stated that the hospital staff had indicated to him that the system had failed and was unusable. The reporter was uncertain if any patients were monitored by the system when the problem was observed. No patient-related info was provided.

Manufacturer narrative:
The device was not returned for eval. The device is beyond its stated end of life. Welch allyn responded to the customer's report by suggesting that they replace their obsolete equipment because it can no longer be repaired.